Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician attempted to advance a smart coil into a bowl of saline; however, was unable to advance the smart coil within its introducer sheath. Therefore, the smart coil was not used in the procedure. The procedure was completed using new smart coils.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.5 cm and 138.5 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The friction locks inner diameter (ID) is smaller than the rest of the introduce sheath which allows it to seat properly on the mid-joint. If the mid-joint is moved proximal to the friction lock, resistance may be encountered while advancing. Further evaluation revealed pusher assembly kinks. If the device is mishandled while advancing against resistance, damage such as kinks may occur. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter with minor resistance due to the pusher assembly kinks. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.